Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm after a battery change. It was also found the customer had several unexpected restart alarms. Customer's blood glucose was unknown. The customer stated the alarm occurred shortly after inserting a new battery. It was also found the alarm was recurring during normal use. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.